Event description:
It was reported that customer was hospitalized for high blood glucose levels. During troubleshooting, it was discovered that basal rates were erased. Upon reviewing alarm history, it was found that customer received an error alarm which erased the programming in pump. Family member was assisted in reprogramming pump accordingly.,